Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
The customer reported not being able to test due to not receiving a new meter. The customer reported feeling faint, nauseous, and dizzy and the customer lost consciousness. The customer's daughter gave her some orange juice and used ice to cool her down.